Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. An evaluation of the device cannot be performed as the device was discarded by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
During surgery, the cement hardened quickly. It took only 6 min. While the stem was inserted into the femur, the cement hardened. Therefore, the surgeon removed the hardened cement using the chisel and has also removed the stem. At that time, the femur was fractured. The surgeon fixed the bone fracture part using; the plate, the screw was inserted in the most distal hole, and the cable. Afterwards, the surgeon finished performing the operation using a competitor cement stem. The temp of the operating room was 24 degrees. The cement was stored in 24 degrees for about 1 day.

Manufacturer narrative:
An event regarding setting time involving simplex bone cement was reported. The event was not confirmed. Method and results: device evaluation and results: visual inspection and functional testing was completed on three retain samples of the reported lot. The results were satisfactory and within specification. Medical records received and evaluation: not performed as no medical records were received. Device history review: bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: chr review determined that there were no other similar events reported for the referenced lot. Conclusions: the investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retain samples from the reported lot code were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder and liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.

Event description:
During surgery, the cement hardened quickly. It took only 6 min. While the stem was inserted into the femur, the cement hardened. Therefore, the surgeon removed the hardened cement using the chisel and has also removed the stem. At that time, the femur was fractured. The surgeon fixed the bone fracture part using; the plate, the screw was inserted in the most distal hole, and the cable. Afterwards, the surgeon finished performing the operation using a competitor cement stem. The temp of the operating room was 24 degrees. The cement was stored in 24 degrees for about 1 day.